Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. Unable to verify a21 alarm and perform a21 error test due to no button response. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip and cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer received an excessive no delivery alarm from his/her insulin pump. The customer's blood glucose levels are unknown. Standard troubleshooting was performed. The product is being returned. Nothing further was reported.